Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. A02668) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cesarean section. No urinary or vaginal complaints. Concurrent conditions included anxiety, rectal bleeding, vomiting, diarrhea and constipation. Concomitant products included multivitamins and sertraline. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), dyspareunia ("dyspareunia (painful sexual intercourse)") and mood swings ("mood swings"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal distension ("bloating"). The patient was treated with surgery (she had surgery to remove the essure implant on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain had resolved and the genital haemorrhage, alopecia, abdominal distension, migraine, headache, dyspareunia and mood swings outcome was unknown. The reporter considered abdominal distension, alopecia, dyspareunia, genital haemorrhage, headache, migraine, mood swings and pelvic pain to be related to essure. The reporter commented: there were 1 coils exposed on the right and 4 coils exposed on the left. The patient tolerated the procedure well and was discharged afterwards.the essure coils appear to be within 3 cm of the uterus bilaterally. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events headache,dyspareunia, menorrhagia and pelvic pain. Most recent follow-up information incorporated above includes: on 13-jun-2018: plaintiff fact sheet- all relevant medical history condition, concurrent condition, concomitant medication and events mood swings, migraines / headaches, dyspareunia (painful sexual intercourse), pain, hair loss were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. A02668-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cesarean section. No urinary or vaginal complaints. Concurrent conditions included anxiety, rectal bleeding, vomiting, diarrhea and constipation. Concomitant products included multivitamins and sertraline. On (B)(6) 2012, the patient had essure inserted. In september 2012, the patient experienced migraine ("migraines") and headache ("headaches"). In november 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), dyspareunia ("dyspareunia (painful sexual intercourse)") and mood swings ("mood swings"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal distension ("bloating"). The patient was treated with surgery (she had surgery to remove the essure implant on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain had resolved and the genital haemorrhage, alopecia, abdominal distension, migraine, headache, dyspareunia and mood swings outcome was unknown. The reporter considered abdominal distension, alopecia, dyspareunia, genital haemorrhage, headache, migraine, mood swings and pelvic pain to be related to essure. The reporter commented: there were 1 coils exposed on the right and 4 coils exposed on the left. The patient tolerated the procedure well and was discharged afterwards.the essure coils appear to be within 3 cm of the uterus bilaterally. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events headache,dyspareunia, menorrhagia and pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2018: update of information (batch is invalid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), alopecia ("hair loss") and abdominal distension ("bloating"). The patient was treated with surgery (she had surgery to remove the essure implant on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, alopecia and abdominal distension outcome was unknown. The reporter considered abdominal distension, alopecia, genital haemorrhage and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.